Event description:
It was reported that there was movement of the device in a locked position. Rough/sharp knob; rough movement was noted. No patient information was provided with repair submission of the device by the customer to (B)(4) service centre.

Manufacturer narrative:
Investigation completed 7/06/2017. No manufacturing or design related trend has been identified. Failure was confirmed: floating ratchet was surface grinded down by 0.06 mm in order to eliminate lateral movement. Rocker arm swivel base was deformed and slightly too narrow. This has been widened and rocker arm polished. Round head screw edge has been polished. Skull clamp has been serviced under warranty and is now ready for clinical use. The root cause of the issue was the unit was out of adjustment.